Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose results. Quality control (qc) for glucose was within range. The ccc specialist dialed into the system remotely and reviewed the error logs and did not find any issue. The ccc ran the service method testing (smt) and found that the reagent 2 (r2) bottom of cuvette (boc) alignment was out of range. A siemens customer service engineer (cse) was dispatched to the customer site. Qc was within specification. The cse ran server 1 methods and found that the alignments, mixing and metering methods were within specifications. The cse ran blood urea nitrogen and creatinine, which were acceptable. During a follow-up visit the cse replaced the aliquot drain. The cse verified alignment, and ran quick check, qc and precision testing, which were acceptable. The cause of the discordant glucose results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required

Event description:
Discordant falsely low glucose results were obtained on two patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, and recovered higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose results.